Manufacturer narrative:
Initial reporter: additional reporter¿s address information: pharmacy department and postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an overinfusion while connected to a small volume folfusor. The device was filled with 92 ml of fluorouracil at a rate of 2ml/hour to run for 46 hours starting at 1730, fifteen days prior to this report. At 0600 two days later, the device was empty; approximately 12-16 hours ahead of time (during the night). The patient then experienced ¿abdominal cramps and generally felt unwell with fatigue, nausea, upset bowel motions for three days following the infusion¿. The patient had to have a dose reduction the following week due to the increased exposure of the fluorouracil. Patient treatment was not reported. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the companion sample and the flow rate was found to be within the product specification range. The companion sample was found to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.